Event description:
Customer reported the sensor was stuck in the serter. Customer's blood glucose level was 69 mg/dl. Customer was advised to take out the sensor with tweezers. Customer was advised to insert a new sensor into the serter. Customer stated a new sensor will not load to the device. Customer stated the introducer of previous sensor is still in the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin. Enlite-serter passed per specification. Enlite-serter connected and released properly.